Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the rear case cracked at the top right corner. Event history log review was not applicable. Functional testing was able to replicate the reported issue; alarm 1720 appeared immediately after turning on the pump. The root cause was determined to be the green wire of the backup capacitor found broken. The backup capacitor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1720. There was unknown patient involvement and unknown patient harm.